Event description:
A healthcare professional reported a patient with decrease vision, lacquer crack stria and diffuse lamellar keratitis at one week post op lasik treatment right eye. The patient was treated with topical and oral steroid medications. Upon follow with the customer informed that the topical steroid drop was decreased to twice daily, and the patient was given a contact lens to wear. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).